Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. During evaluation, device underwent a functional check and no issues were found. The device underwent pm servicing while in for repair. Replaced heater, mixing pump, circulation pump, and drain valves. Cleaning, inspection, functional check, water replacement, passed calibration, est, mtk. Device without error. It was unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was not in use on a patient. DHR review not required as the reported issue was unconfirmed and not a manufacturing or supplier related failure. As the reported event is unconfirmed, labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device did not cool properly. Customer ordered a preventative maintenance. Per wo review on 22feb2023, there was no patient involvement.

Event description:
It was reported that the arctic sun device did not cool properly. Customer ordered a preventative maintenance. As per wo review on (B)(6) 2023, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.